Manufacturer narrative:
The lens was returned inside a piece of folded medical sponge and placed into a small brown envelope. Viscoelastic was observed on the lens. One haptic was broken in the gusset area (returned). The optic was broken (or cut) into two portions. Product history records were reviewed and documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified products were used. The reported complaint was for unspecified issue. The specific malfunction was not provided by the customer. The lens was broken (or cut) into two portions with broken haptic damage. The broken haptic damage was most likely interpreted as the reported complaint. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the lens was explanted with unspecified patient and clinical reason. Additional information has been requested. There are two medical device reports associated with this report. This is 2 of 2.